Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) exhibited infection and sepsis. A revision was performed and the crt-d was explanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. There was no indication that the system will be returned.